Event description:
Device malfunction: failure to achieve hemostasis. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The physician followed all the steps properly, but the clip did not deploy. Manual compression was used to achieve hemostasis. Though requested, no additional information available.

Manufacturer narrative:
Evaluation summary: the device was returned fully clip deployed with the clip captured in the distal tip of the exchange sheath. There was no other damage or abnormalities detected. The other external and the internal components were in the correct post deployed positions. The position of the clip in the sheath indicates the sheath was stretch distal of the tube set during deployment. The conditions during use that caused the sheath to stop slitting and elongate beyond the end of the tube set are unknown. Therefore, the root cause could not be determined. Review of the history record for this device did not produce any findings relevant to this investigation.